Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was in between 400-500 mg/dl at the time of the incident. Customer's current blood glucose level was 264 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the insulin pump had compromised force sensor system alarm during fill tubing. Customer stated that the drive support cap was normal. The customer will discontinue use of the device.